Event description:
Reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion at abdomen, which cause the patient blood glucose levels was elevated to 594 mg/dl, therefore patient had received correction injection via mdi. The patient also had traces ketones. The patient changed soft cannula infusion set only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.